Event description:
A 3.0 mm diameter x 30 mm length endeavor rx drug-eluting coronary stent delivery system was inserted into a patient for the treatment of a mid to distal lad lesion. Lesion morphology was reported to be 70% stenosis. The lesion was not pre-dilated. It was reported that the physician was attempting to reach the lesion; when he met with resistance. The stent was unable to cross the lesion and upon removal it was noted that the stent had dislodged. The stent was located in the femoral area where it remains. A second endeavor drug-eluting stent was deployed at the lesion site. The patient is fine. The device has been received and its analysis is pending. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Eval: results: - pending device eval. Conclusions: - pending device eval.